Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the sample device was not returned, therefore, the root cause of the reported stenosis could not be confirmed. Although the root cause cannot be confirmed, it appears that the stenosis was likely due to the "valve leaflets appeared to be frozen and heavily calcified" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years due to stenosis. Based on the follow-up with the health-care provider, the explant was patient related and not related to any device malfunction. Per the operative report, cardiac catheterization shows well-developed pulmonary arteries with mild pulmonary valve regurgitation, unobstructed pulmonary venous baffle, unobstructed svc and high gradient noted at the level of the pulmonary valve. The valve was removed and the valve leaflets appeared to be frozen and heavily calcified. In the area of the right ventricular outflow tract between the vsd patch and the attachment of the restelli graft cryoablation was performed in two areas medially and laterally for 2 minutes each. A piece of membrane was brought to the field and appropriately trimmed to size. This was sutured distally to the pulmonary artery at the bifurcation and continued on both sides with continuous 5-0 suture. The valve was then sized and a 27 mm edwards valve was selected and using 4-0 suture in continuous technique the valve was sutured to the posterior aspect of the graft. It was sited just a little more superiorly to where it had been previously sutured. The membrane was then hooded over the valve anteriorly and the valve was sutured to the membrane with a continuous 5-0 suture. The patient was then able to be weaned off cardiopulmonary bypass in normal sinus rhythm.